Manufacturer narrative:
Should additional information be received, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information regarding possible treatment was requested; however, was not made available.